Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm of an unknown date. Vessel morphology is unknown. It was reported that the stent graft migrated into the aortic aneurysm sac; therefore, an elective open conversion was performed on an unknown date. The pt's status immediately post-conversion is unknown. It is reported that the pt expired six days post operatively of cardiac complications. Further info from the user facility is pending at this time.